Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm12.6 implantable collamer lens, -9.5/+1.5/174 diopter, in the patient's left eye (os) on (B)(6) 2013. The patient experienced significant reduction of endothelial cell counting or significant endothelial cell loss. On (B)(6) 2017 the lens was explanted. At the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
No similar complaints were reported for units within the same lot. Lens was returned dry in a small vial with clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. (B)(4).